Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was low at 50mg/dl. Low bg was treated by drinking soda, and consuming candy, and the issue resolved.